Event description:
A ventilator was returned to the manufacturer for a periodic maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" error code indicating a failure in the air flow sensor, was recorded in the ventilator's downloaded event log. The device's oxygen blender circuit board was replaced to address the issue. Additionally, a periodic maintenance 2 was performed. The device's trilogy o2 pm1 kit, exhaust fan assembly, and 43-micron filter were replaced as regulated by maintenance procedure to prevent failure. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. Software version was checked (ver.14.1.03).